Manufacturer narrative:
Rayner intraocular lenses limited has allocated the reference (B)(4) to this case. The patient is reported to have undergone a combined retinal and iol implantation procedure. Silicon oil 5700 was introduced into the eye during this procedure as a tamponade. Opacification of the sulcoflex aspheric 653l iol was first observed on (B)(6) 2014. Remedial, corrective and preventive action was taken by the healthcare facility and the iol was explanted on (B)(6) 2014. The sulcoflex aspheric 653l iol is being returned to rayner for analysis. Analysis of the iol will be carried out by a third party independent laboratory. The results of the device analysis performed will be provided in a follow up report. Our review of production records for the sulcoflex aspheric 653l iol batch 072e39100 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the sulcoflex aspheric 653l iol (july 2012) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been reviewed against the sulcoflex aspheric 653l iol batch 072e39100.

Event description:
Rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of a sulcoflex aspheric 653l intraocular lens (iol). The event description provided states that the development of opacification was observed on (B)(6) 2014.